Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. Analysis of the lead was performed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received multiple inappropriate shocks due to a fracture on the right ventricular (rv) lead. The lead also exhibited oversensing. The rv lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).